Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was initially performed without incident. Approximately ten months post procedure, the pt returned with vaginal discharge. The sling was removed without incident. The pt remains continent. The device has not been returned by the user facility. Therefore, no failure analysis is available.